Manufacturer narrative:
Info received from a sales rep indicated that the hub of a 2.25 x 18 mm cypher stent came off while prepping the product. The product was being prepped outside the body and negative pressure was pulled. The part that was pulled came out of the syringe causing a lot of pressure to be released. There was no pt injury reported. A non-sterile cypher us rx 2.25 x 18 stent delivery system was received for analysis. The sds was broken at the end of the sds strain relief. Upon visual inspection the sds metal shaft seems to have kinked at the rupture point before it separated. A kink was also observed at the proximal end of the sds strain relief and another one on the sds shaft, near to the shaft rupture point. The stent remained mounted on the sds balloon. Microscopic analysis revealed that the borders of the plastic outer shaft were ragged and flared at the rupture point, suggesting that stress was applied to the shaft before it separated. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The reported customer complaint of hub separation was confirmed. Procedural experience dictates that when negative pressure is applied to the device that one hand is on the distal end of the indeflator while the other hand is pulling negative pressure to prevent damaging the device. Review of the info provided suggests that user handling may have contributed to the reported event.

Event description:
The hub of a 2.25 x 18 mm cypher stent came off while prepping the product. The product was being prepped outside the body and negative pressure was pulled. The part that was pulled came out of the syringe causing a lot of pressure to be released. There was no pt injury reported.